Event description:
Additional information was received indicating high shock impedance measurements continue to be observed. An additional request for information has been sent.

Event description:
--

Manufacturer narrative:
The explanted device and lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Continue to see alerts for out of range impedance measurements. A planned lead revision was reported. A request for lead status has been sent. No adverse patient effects have been reported.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. Additional information was received that the patient was brought into the clinic for testing of the right ventricular (rv) lead. All shock configurations displayed greater than 125 ohms measurements. A planned lead revision to replace the lead has been scheduled. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Visual inspection revealed evidence of calcification over the distal and proximal shocking coils. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected. Testing on a passive fix mesh tip lead did shown that as the calcified material is removed, the impedance drops. Analysis confirmed the clinicial observations.

Manufacturer narrative:
As of this date the lead remains implanted with no change. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device and lead was explanted and successfully replaced with no adverse patient effects reported.